Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The device repair history on record indicates the device was repaired once in november 2019. Device issue is failure to output proper endoscopic images from dvi the root causes could not be conclusively identified. Probable cause is as follows: in light of the fact that five years or more have passed since the subject device was delivered, it is inferred that age deterioration of the parts on the board due to the repeated use of the device for a long time caused malfunction in the dp board, which works to produce/output the dvi output signals. Malfunction in that dp board causes failure to output proper endoscopic images from dvi.

Manufacturer narrative:
Additional information is not yet available for this event. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not available. The user¿s complaint was confirmed. Upon inspection and testing, the image issue was found. This is attributed to the faulty dp board causing no dvi output signal. The dp board needs to be replaced. The device has up to date main switch.

Event description:
As reported for this event, during preparation for use for an unknown procedure the device yielded a blurry image. The dvi connector was not pushing out a proper signal. There is no patient involvement and no harm or adverse impact reported for any patient.